Manufacturer narrative:
Updated sections: b1, b2, b5, b7, d4 expiration date, h1, h4, h6 health effect - impact code, and type of investigation. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that a patient with a 23mm 3300tfx aortic valve implanted for 7 years and 1 month underwent a valve-in-valve procedure due to degeneration with severe stenosis, leaflets thickened with reduced mobility, and regurgitation. Patient presented with progressive dyspnea on exertion (nyha class ii-iii). The procedure was performed with a 26 mm non edwards transcatheter valve with excellent results. The patient tolerated the procedure well and was stable on transport to the cardiac ICU. Patient was discharged home on pod# 1.

Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. The subject device is not available for evaluation, as it remains implanted in the patient. The root cause of this event was most likely impacted by the progression of the patient's underlying valvular disease pathology. If additional information is received a supplemental MDR will be submitted. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was reported that a patient with a 23mm 3300tfx aortic valve implanted for approximately 7 years is being evaluated for a potential valve-in valve procedure due to degeneration with severe stenosis, leaflets thickened with reduced mobility, and regurgitation. Patient presented with progressive dyspnea on exertion (nyha class ii-iii). Patient is scheduled for tavr vinv and tmvr vinv on (B)(6) 2021.